Manufacturer narrative:
H10: the device was received on (B)(4) 2019 for investigation. The complaint of a particulate found within the fluid path on the returned 142730490 primary plum micro drip burette set can be confirmed. As received their was a black particulate found inside the fluid path of the burette. An ftir was done on the particulate found and no significant correlations were found. The probable cause and origin of the particulate is unknown. A batch record review was performed to lot# 925275h, list# 14273-0490 and no discrepancies that may have contributed to a complaint of this nature were found.

Manufacturer narrative:
The device is expected to return to the manufacturer for testing, however, it has not been received.

Event description:
The event occurred on an unknown date. The customer stated that there was an impurity/black spot inside of the wall of the burette of a plum set. There was no harm reported.